Manufacturer narrative:
As customer's test strips were not returned a device history review of the strips were requested and performed. The device history review for test strip (B)(4) indicated the strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. The reading the customer reported was not found in the meter memory.

Event description:
A customer reported getting a higher than feels reading of 208 mg/dl and self-medicating with 3 units of insulin, which resulted in loss of consciousness. The customer was reportedly treated with intravenous glucose infusion on the scene and further transported to a health care facility where they were diagnosed with hypoglycemia and further treated with IV glucose. There was no report of death or permanent impairment associated with this medical event.